Event description:
A diabetic pt attempted suicide by taking an organic phosphorous insecticide. She was admitted to the hospital in january 2006 and was give pam (pralidoxine methiodide) as an antidote. Pam was administered until 8:00 am in 2006. The pt was in chronic renal failure and was given continuous hemodiafiltration (chdf). The chdf was administered within four days first. Chdf was interrupted in 2006. The pt's first blood glucose sample was 265 mg/dl. This was taken immediately with the laboratory instrument immediately after she was admitted. In 2006, the pt's blood was tested using both the dexter-z ii meter and the laboratory meter. Testing on both meters was done at the same time and by the same sample. Testing was performed using arterial blood. Results were inconsistent between the laboratory meter and the dexter-z ii meter. The pt was given insulin for seven days. The pt died at 12:40 am in 1/2006.